Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive for the following microbes. The instrument channel: unspecified microbes (<1 cfu/endoscope). The suction channel: unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2020. Aerobic bacteria (30 cfu/180ml) at 30 for 5 days. Second time; (B)(6) 2020. Aerobic bacteria (22 cfu/189.2ml) at 30 for 5 days. Third time; (B)(6) 2020. Aerobic bacteria (21 cfu/190ml) at 30 for 5 days. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr inspected the device and confirmed the following; there was a leakage at the bending section rubber. The acoustic lens of the probe unit was scratched. The insertion tube was deformed. The distal end was slightly scratched. The universal cord was scratched. The device inspection results by ofr confirmed device defects. However, omsc concluded that it was unlikely that the bacteria were detected due to the device, because the bacteria detected by microbiological testing by a third-party laboratory were below the standard. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information from the user facility, the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. If additional information becomes available, this report will be supplemented.